Manufacturer narrative:
Arai, ryota, et al. (2026). Extravascular ICD as an alternative strategy following s-ICD pocket infection in a young patient. Japanese circulation society and saga university. Presented at the 90th annual meeting of the japanese circulation society. Cre15-6.

Event description:
It was reported per article of interest literature review that a 13-year-old boy experienced sudden cardiac arrest due to ventricular fibrillation (vf) during exercise and was successfully resuscitated with an automated external defibrillator. After evaluation, idiopathic vf was diagnosed, and a subcutaneous implantable cardioverter-defibrillator (s-ICD) was implanted for secondary prevention. After discharge, an inappropriate shock due to t-wave oversensing occurred, which was resolved by changing the sensing vector from primary to secondary. Later, the patient presented with a fever, swelling, pain, and erythema at the implantation site, accompanied by leukocytosis and elevated c-reactive protein levels. Aspiration culture revealed staphylococcus aureus, confirming a pocket infection, and s-ICD removal was performed. Following a 4-week course of intravenous antibiotic therapy, implantation of a transvenous ICD was considered undesirable given the patient's young age, and an extravascular ICD (ev-ICD) was selected as the alternative device. The standard implantation site overlapped with the prior infected s-ICD pocket. To completely separate the new pocket from the infected region, the can was implanted more caudally after careful discussion. No complications such as infection or inappropriate shocks have been observed to date. No additional adverse patient effects were reported.